Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ge5e, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that she always had issues. The patient had issues for 10 years. The patient hated the device. It was not good and it did not do them any good. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Additional information received from the patient reports she had to have it replaced less than one year of implantation.